Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), mood altered ("I got so moody"), abdominal distension ("bloating"), back pain ("back pain") and burning sensation ("burning sensation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, headache, mood altered, abdominal distension, back pain and burning sensation outcome was unknown. The reporter considered abdominal distension, back pain, burning sensation, headache, mood altered and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: moody and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received-case become incident as essure removal details were added, event burning sensation, new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.